Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device code) . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the process of cleaning/disinfecting the depuy total hip instruments, they were unable to disassemble the three-piece cup inserter ref # (B)(4). They tried everything they could think of but couldn't get it apart to clean. These have been a problem in the past, but they've always been able to disassemble. Not this one! Note: the surgery successfully completed. This problem occurred after the case, in the decontamination process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the ¿stuck¿ cup inserter ref (B)(4) was returned to spokane office and have been soaking it in some water soluble oil to try and loosen it up, and it worked. Evidently, the small spring at the distal end of the impactor was jammed a bit and they were able to remove it and replace it with a new spring we had here in their warehouse. The inserter has been replaced into the instrument set and has worked effectively in two cases so far. If a new problem develops with this inserter, they will remove it from service and send it to us.